Event description:
Baxter affiliate reports one incident of blood leak 1 hour into patient treatment. Noted by a blood leak alarm and confirmed by hemastix. Estimated blood loss was 300 cc's. No patient injury or medical intervention reported.